Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 7x40mm armada 35 balloon dilatation catheter (bdc), when pulling negative on the indeflator, air bubbles were seen on the shaft. A crack is suspected somewhere on the device. The device was not used and was replaced with a new armada 35 bdc. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) analysis/inspections were performed on the returned device. The reported leak was confirmed; however, the reported break (crack) could not be confirmed, as the balloon dilatation catheter (bdc) was returned with no damage noted. Radial cross-sections through the distal bond area of the luer revealed channels/gaps possibly running the length of the adhesive area. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints. The leak may possibly be attributed to the noted gaps/channels between the adhesive glue and the inflation lumen. A conclusive cause for the reported break (crack) could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.